Event description:
It was reported that the pt experienced an overdose; symptoms were not specified. The pt was admitted to the hosp. The drug used in the pump was lioresal. No other info was available at the time of this report. Add'l info has been requested from the hcp, but was not available as of the date of this report.